Event description:
Customer reported his aviva nano meter gave him a result he thought was too high, no value given, no time given. Customer felt weak in the evening and tested with his aviva meter, result was 2 mmol/l, no time given. Customer ate something and after an undisclosed time he tested with the aviva nano. Result was either 15,1 mmol/l or 15 mmol/l. Within 10 minutes he tested with the aviva meter again and got a value of 3.4 mmol/l. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips. No information was provided for the aviva meter system.

Manufacturer narrative:
The event occurred in (B)(6).